Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18aug2019. The liquid crystal display (lcd) is becoming dim. The customer elected to replace the user interface (ui) to repair damage and dimness. The product support engineer (pse) provided the part number only. The customer elected to replace the user interface. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator touchscreen was impacted and is perforated. There was no patient involvement.